Event description:
Information received indicates there is a loss of ground at the power cord.

Manufacturer narrative:
The technician found the ground was open inside the power cord. He replaced the power cord to repair the bed.